Event description:
A temperature alarm 11 was reported by the customer, which signaled an issue with the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer contacted technical support and was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a return merchandise authorization (RMA) of the pump, confirmed the shipping address, and provided a prepaid label for returning the faulty device. The customer acknowledged instructions to put the pump into storage mode before return. A replacement pump was set to be shipped.